Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. During implant procedure of the left ventricular (lv) lead, the guidewire was unable to advance and the lv lead exhibited high capture threshold. The lv lead was replaced and parameters were satisfactory. The patient was in stable condition.